Event description:
It was reported by the customer that on (B)(6) 2024 at 08:30 a.m., a joint leak was discovered during flushing. Replaced the needle with a new one for chemotherapy treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.